Event description:
The customer reported the unit would not power up (no boot). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.